Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins was taking too long to charge, and the recharger coupling was poor. It was reported that the patient has a hard time maintaining coupling, and though the patient will get a good connection will lose it later. The patient reported spending between 2 and 2.5 hours trying to charge, and "did not get anywhere," and the patient described charging as a struggle despite trying different charging positions. The patient stated that even if she is in a position with good coupling she will lose it in a minute, and she is constantly repositioning the antenna. The patient has tried charging with and without the belt, and stated that the device helps when it's charged and working right, however when she charges the patient becomes so frustrated that her "nerves and blood pressure go high." The patient also reported seeing the call your doctor screen while charging, and an unknown code. The antenna locate feature was used, and the ins successfully located, but coupling did not improve, and at the end of the session the patient had no bars again. The patient believed the coupling issue was due to ins position, and stated the ins is tilted, not flat. The patient did not believe the ins was ever flat, and stated her hcp declined to look at the position of the device. Patient was issued a new antenna and adhesive discs, and was told to follow up with their healthcare provider (hcp) there were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome.